Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that patient underwent laparoscopic total uterus and bilateral salpingectomy in the operating room under general anesthesia. The indwelling catheter was used to protect the bladder on the day before the operation. Patient experienced bladder area pain. Checked indwelling catheter was unobstructed, urine volume is 200ml, urine color is light yellow, urinary catheter is not prolapsed, report to the doctor on duty, (B)(6), follow the doctor instructions to replace the catheter, pull out 0.5 during the process of pulling out the catheter after the ml of saline and 9ml of air, the urinary catheter was pulled out. A 1.5cm ruptured was seen at the urinary balloon. The fracture was neat and the rest was intact. After reintroducing the urinary catheter to the patient, did not complain of bloating and urgency in the bladder area, and 50ml of urine was drawn out with a pale yellow color. Per additional information via email from ibc on (B)(6) 2020, the detached balloon and urethral catheter were complete.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that patient underwent laparoscopic total uterus and bilateral salpingectomy in the operating room under general anesthesia. The indwelling catheter was used to protect the bladder on the day before the operation. Patient experienced bladder area pain. Checked indwelling catheter was unobstructed, urine volume is 200ml, urine color is light yellow, urinary catheter is not prolapsed, report to the doctor on duty, (B)(6), follow the doctor instructions to replace the catheter, pull out 0.5 during the process of pulling out the catheter after the ml of saline and 9ml of air, the urinary catheter was pulled out. A 1.5cm ruptured was seen at the urinary balloon. The fracture was neat and the rest was intact. After reintroducing the urinary catheter to the patient, did not complain of bloating and urgency in the bladder area, and 50ml of urine was drawn out with a pale yellow color. Per additional information via email from ibc on 21jul2020, the detached balloon and urethral catheter were complete.